Event description:
An elderly male patient with 2 week history of chest pain was scheduled to undergo a coronary artery bypass graft. While harvesting the greater saphenous vein, the plastic part of the bovie tip of the vasoview hemopro broke off inside the patient's right leg. A new vasoview hemopro kit was opened and used to successfully retrieve the plastic parts inside the patient's leg. Please refer to two previous reported incidents with broken and cracked tip- same product.